Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2393 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that it was difficult to insert the catheter during puncture and the guide wire was removed. It was found that the wrapped wire and the core wire were separated, with the former stretched.